Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative was unable to establish pressure waveform or numbers with fiber optic balloon. The ECG not functioning could not be duplicated. Verified that unit was functioning to factory specifications. Unit passes the fiber optic test and reading were within specifications. The pump was returned to the customer. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
Customer stated that patient was on pump during procedure. Nurse selected the "unlock" screen feature when it stopped pumping. Customer also stated that the nurse never lost any waveforms during this event. No patient injury was reported.